Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct e2/e3/h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the grip cover unit gl9941 was inclined by impact or other influence, which caused loss of space between the switch 3 and shaft for its keytop inside the control unit. As a result, the switch 3 was always in pressed state. However, no definitive root cause could be determined. The event can be detected by performing the following inspection in step 3.2 of the instructions for use (IFU) prior to use. 3.2 ¿inspection of the endoscope¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the hd endoeye laparo-thoraco videoscope had a switch malfunctioning. The issue was observed during preparation for use on a diagnostic procedure. The procedure was completed with a similar device with no reports of patient or user harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. The device evaluation found the following: switch 3 was not functioning due to breakage of the switch, the bending buoy was not securely attached due to breakage of the lock engagement lever, the bending section cover rubber adhesive buoy was worn out, the universal cord was wrinkled, and the video cable was wrinkled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.